Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, difficulties were encountered during the attempt to withdrawal a 23mm sapien 3 valve and commander delivery system. A surgical cut-down was performed to remove the valve and delivery system. During the procedure, while trying to push the sapien 3 valve through the esheath, a significant amount of push force was required. During this process, the wire came back out of the aorta. Attempts were made to re-cross using the delivery system, but an effective angle to cross the native valve with the wire could not be achieved. Approximately 30 minutes were spent attempting to cross the native valve with the wire. The decision was made then made to pull the sapien 3 valve back into the esheath and remove the system; however, the sapien 3 valve was unable to be withdrawn into the esheath. At that point, the entire system, with the sapien 3 valve butted up against the tip of the sheath, was attempted to be pulled as a unit into the iliac and out of the arteriotomy. The esheath was withdrawn; however, significant resistance was encountered with the valve against the arteriotomy. A surgical cut-down was performed to remove the valve and delivery system from the artery. The arteriotomy was repaired with a 4mm x 4mm patch. The left femoral artery was then accessed for a second attempt with a new system. The new valve was successfully positioned and deployed. Following the removal of the second esheath, blood flow to both distal extremities was confirmed. The patient was transferred to ICU in stable condition. The native annulus diameter measured 22mm by tee. Moderate annular calcification, severe native leaflet calcification and no aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 6.1mm with moderate calcification and mild tortuosity reported. It was perceived that procedural factors (inability to withdraw the valve and delivery system into the esheath) and patient factors (access vessel mld and calcification, severely calcified native leaflets) likely contributed to the device withdrawal difficulties and subsequent vascular surgery.

Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The esheath was not returned to edwards for evaluation. Without the device return, functional testing and dimensional analysis were unable to be completed. A review of the DHR, physician training manual, and ifus were performed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of the esheath resistance with the delivery system could not be confirmed due to the unavailability of the relevant device. It cannot be determined if a manufacturing non-conformance contributed to this event. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the patient¿s access vessel mld was 6.1mm with moderate calcification and mild tortuosity reported. The exact cause of the resistance with the delivery system and the difficulties encountered during the withdrawal of the system from the patient cannot be confirmed. In addition to the procedure itself, patient factors (vessel mld and calcification) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.